Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 13th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving high readings, then retesting and immediately receiving readings in the 100 mg/dl to 150 mg/dl range.